Event description:
It was reported that during testing conducted at the manufacturer facility, it was discovered that the saw caused a bias current error to be displayed on the console. There was no patient involvement, no reported delay, no medical intervention and no adverse consequences alleged with this event.

Manufacturer narrative:
The presence of corrosion in the motor assembly was identified as the probable cause of the bias current error reported.